Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen therapy. The type of baclofen, concentration, dose, and lot number were not reported. Other medications the patient was taking at the time of the event and medical history were also not reported. Indications for use were listed as intractable spasticity and post spinal cord injury. MRI compatibility guidelines were requested as the patient was experiencing increased pain. The patient's wife said the pump was not delivering drug and the hcp suspected a leak. The event date was 2015; however, the exact date was not reported (the patient's wife said 4-5 months ago). Drug information, other medications the patient was taking at the time of the event, pertinent medical history, the results of the MRI performed, the cause of the increased pain, actions/intervention taken to resolve the event, and patient outcome were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.